Manufacturer narrative:
Additional mdrs associated with this event: MDR#: part description: 3025141-2012-00065, anterior clavicle locking plate 3025141-2013-00071, locking/non-locking cortical/cancellous screw; 3025141-2013-00072, locking/non-locking cortical/cancellous screw; 3025141-2013-00074, locking/non-locking cortical/cancellous screw; 3025141-2013-00075, locking/non-locking cortical/cancellous screw; 3025141-2013-00076, locking/non-locking cortical/cancellous screw; 3025141-2013-00099, locking/non-locking cortical/cancellous screw; 3025141-2013-00100, locking/non-locking cortical/cancellous screw. Not returned to manufacturer.

Event description:
An anterior locking clavicle plate broke inside patient and required a revision surgery to remove the broken plate and screws.